Manufacturer narrative:
Device is a combination product.literature citation: lo, n., et al. (2014). Perioperative complications after noncardiac surgery in patients with insertion of second-generation drug-eluting stents. American journal of cardiology, 2014: 114, 230-235.device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)

Event description:
It was reported via a journal article that various patient complications occurred.patients were treated with both first generation drug eluting stents (including taxus liberte and non-bsc stents) and second generation drug eluting stents (including ion and non-bsc stents). Patient complications were reported with the second generation stents including: major bleeding, major adverse cardiac events (mace), acute renal failure, stroke, and stent thrombosis.